Event description:
Respiratory therapist at the bedside of a three month old infant in nicu. The viasys avea screen went blank. The respiratory therapist could not hear the viasys avea ventilator cycle. The three month old infant was removed from the viasys avea. The respiratory therapist manually ventilated the patient until another viasys avea ventilator could be brought to the bedside and setup. The infant's heart rate and oxygen saturation remained stable. No untoward patient effects.